Event description:
A malfunction alarm was reported by the customer, identified as malf 0, but there were no notable events prior to this issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump while being advised to call back if the issue reappeared.